Event description:
It was reported that the rollers were no longer cutting well and the blades were blunt. It was noticed prior to deployment. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the repair site could not duplicate the reported event of not cutting properly. The cutter was found to be worn. The cutter was replaced and resolved the reported issue. It was noted that the unit has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.